Manufacturer narrative:
Tracking #.45812. H6; bent clamp arm. Based on the info rec'd and the visual and functional testing, it was found that the clamp arm of the lcs was bent. No conclusion could be reached as to what may have caused the clamp arm to be bent (misaligned).

Event description:
It was reported the lcs15 was used during a lysis of adhesions procedure. It was reported the blade was not perpendicular to the tissue pad prior to use in surgery. Another was opened to complete the case. There was no consequence to the pt.